Event description:
It was reported that the patient with this implantable pacemaker was admitted to the hospital and was told there was loss of capture. A patient initiated interrogation was completed prior to their arrival at the hospital. Technical services (ts) did not see evidence of loss of capture upon review of the transmission report. The healthcare professional inquired about advisories and ts reviewed the battery impedance advisory. Subsequently, two weeks later, the device was explanted due to battery high impedance advisory. The device has been returned and analysis is pending. This report will be updated with pertinent information, upon completion of product analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable pacemaker was admitted to the hospital and was told there was loss of capture. A patient initiated interrogation was completed prior to their arrival at the hospital. Technical services (ts) did not see evidence of loss of capture upon review of the transmission report. The healthcare professional inquired about advisories and ts reviewed the battery impedance advisory. Subsequently, two weeks later, the device was explanted due to battery high impedance advisory. The device has been returned and analysis is pending. This report will be updated with pertinent information, upon completion of product analysis.